Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) as the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed of per hospital policy.